Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Investigation summary ==> four photos and two videos were provided; pictures one, two and three shows tissue, the tissue can be seen with an incomplete cut, it appears that the device just pressed but did not cut, some staples were noted to have not the proper b-formed shape. The fourth picture shows tissue with an incomplete staple line. The first video shows tissue , the tissue can be seen with an incomplete cut, appear that the device just pressed but did not cut, some staples were noted to have not the proper b-formed shape. The second video shows tissue with an incomplete staple line. Based on the photos and videos provided, the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. Were the device jaws rinsed and the anvil wiped between firings? Was the device fired across or near an existing staple line or clip? Were any of the forces higher or lower than expected (closing, firing, or opening)? Were any unexpected noises heard? If so, when?

Event description:
It was reported that in the third shot the stapler locked and there was a displacement of the tissue, there was a malformation of the staples, and the line of staples was very irregular. In this line of staples, after checking the stomach, you can see a gap. The tissue was lacerated.